Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2008; 694765 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the device discriminator inappropriately withheld therapy. Stored episodes of supra ventricular tachycardia (svt) showed morphology change that may be consistent with actual ventricular tachycardia (vt) onset. The device remains in use. No patient complications have been reported as a result of this event.